Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before the intraocular lens (iol) implantation surgery, when pushing the implant after the injection of the viscoelastic substance, only the injector plunger advanced. The implant remained stuck inside the injector, either on or underneath the blue rod. The surgery was completed on the same day using back up implant. There was no impact to the patient.